Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer experienced an elevated blood glucose (BG) level displayed as "High"; although a specific BG value was not provided. Customer administered a correction injection to address the BG. The customer will continue to use the current pump for insulin therapy.